Event description:
Reported due to a crack in the hub discovered while in use in a pt. The biodiv ysio 4.0 x 11mm stent was placed in the mid lad after predilitation with an unspecified balloon. While trying to deploy the stent the balloon would not inflate and a crack was visualized at the hub. The physician removed the stent and successfully placed an unspecified stent. No adverse reactions were reported.